Manufacturer narrative:
H11: through follow-up communication livanova learned the involved erc serial number which was used during the surgery. Model/serial numbers have been added to the dedicated d.4 section. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that customer decided to not repair the device. A device service history review has been performed and identified that the unit was manufactured in 2022 and no other similar event has been reported, neither concerning trend has been identified. According to livanova error code list document, the error code e106 indicates: - defective erc motor (the motor is jammed because of misalignment or foreign bodies). The error code e109, instead, indicates a missing impulse transmission from hall sensors at the stator of the erc, due to: - defective photoelectric barrier; - defective hall sensors at the stator of the erc, - defective motor. Taking into account that both errors have been displayed, the most likely root cause for the reported issue has been assigned to a defective erc motor.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, during set up before case, the s5 erc tubing clamp displayed error of the motor is jammed and of no impulse transmission from the hall sensors (e106 and e109). There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 erc tubing clamp. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.